Manufacturer narrative:
During the investigation, the device was found to have passed all performance verification testing (pvt), including delivery accuracy testing. A detailed log review revealed the device was programmed for 608ml@ 304ml/hr (2hr delivery). The device delivered for 58.41mins recording 297.3ml delivered (within specification for 58.41 mins delivery time), when the device alarmed n232(proximal air in line). The alarm was cleared after 15 mins and then the device was powered off. The complaint of over-delivery was not confirmed.

Manufacturer narrative:
The device has been received by the manufacturer for further evaluation. As additional information is received; a supplemental report will be submitted.

Event description:
It was reported that the plum 360 device involved in the event over-infused an unknown therapy during patient use. The reporter stated, the nurse programmed the device to run for 2 hours; however, the medication went through in 50 minutes. The expected fluid/medication to be left in the container was none. The fluid/medication that was actually left in the container was none. In addition, the following settings were reported at the time of the event: distal alarm pressure: 100mmhg, distal occlusion restarts: 0, b delivery mode: piggyback, nurse callback: yes, and end of infusion: kvo. The patient¿s therapy was reported to have been initiated at roughly 14:30. The event was reported to have been discovered with an alarm displaying the completion of patient therapy. There were no difficulties in programming or initiating the infusion reported. There was no harm to the patient reported. Also, there was no medical intervention required and no delay in critical therapy.